Event description:
It was reported to depuy acromed that two vsp screws broke post-operatively. The patient had spinal fusion surgery in 1999 to fuse l5-s1 and in 2001, the two broken screws were explanted. There were no other adverse consequences to the patient. The broken screws were not returned for evaluation. The lot numbers were not reported. The screws were implanted for over 1 1/2 years. The labeling for these devices states that once the devices have performed their intended function (fusion), they may eventually break due to fatigue loading. No further action can be taken.